Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible undersensing of atrial events and was oversensing ventricular signals. It was suspected that the ra lead had dislodged. The ra lead remains in use. No patient complications have been reported as a result of this event.